Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one week post implant, the right ventricular (rv) left bundle branch (lbb) lead exhibited high thresholds, with multiple electrogram morphologies and a potential capture issue. It was also reported that the right atrial (ra) lead exhibited a failed atrial lead position check. Both the rv lbb lead and ra lead remain in use. No patient complications have been reported as a result of this event.